Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited suspected electromagnetic interference (emi) or myopotential oversensing a few months ago and was reprogrammed, but the exhibited behavior continued. The noise has not been able to be reproduced with isometrics. Several rythmiq episodes and right ventricular (rv) intrinsic amplitude out of range alerts were recorded, technical services (ts) was consulted and recommended other reprogramming options and further testing options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and an inappropriate shock was delivered. Noise was not able to be reproduced with arm movement. The rv lead has been previously reprogrammed. Technical services (ts) recommended further lead testing, and reviewing lead measurements. Lead measurements were stable. No additional adverse patient effects were reported. Additional information was received, the right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited suspected electromagnetic interference (emi) or myopotential oversensing a few months ago and was reprogrammed, but the exhibited behavior continued. The noise has not been able to be reproduced with isometrics. Several rythmiq episodes and right ventricular (rv) intrinsic amplitude out of range alerts were recorded, technical services (ts) was consulted and recommended other reprogramming options and further testing options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and an inappropriate shock was delivered. Noise was not able to be reproduced with arm movement. The rv lead has been previously reprogrammed. Technical services (ts) recommended further lead testing, and reviewing lead measurements. Lead measurements were stable. No additional adverse patient effects were reported. Additional information was received, the right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited suspected electromagnetic interference (emi) or myopotential oversensing a few months ago and was reprogrammed, but the exhibited behavior continued. The noise has not been able to be reproduced with isometrics. Several rythmiq episodes and right ventricular (rv) intrinsic amplitude out of range alerts were recorded, technical services (ts) was consulted and recommended other reprogramming options and further testing options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and an inappropriate shock was delivered. Noise was not able to be reproduced with arm movement. The rv lead has been previously reprogrammed. Technical services (ts) recommended further lead testing, and reviewing lead measurements. Lead measurements were stable. No additional adverse patient effects were reported. Additional information was received, the right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip, found cuts in the outer insulation approximately 24-24.5cm from terminal end, likely due to removal of suture, and surface abrasion and a cut approximately 21.7-22.2cm from the terminal end. Testing was completed to assess lead electrical performance and measurements were within normal limited. Pressure test failure indicated lumen/outer insulation damage. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.